Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to a backup insulin pump. There was no adverse impact to the customer's blood glucose level.